Manufacturer narrative:
Concomitant medical products: serial# (B)(6), implanted: (B)(6) 2020, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2021. It was reported that the stimulation issue had not been resolved. The patient noted that x-rays showed one of the leads had slipped from the original insertion and they experienced an increase in pain. A new program was tried/installed without results. They followed up with their healthcare provider (hcp) on (B)(6) 2021 and met with them again on (B)(6) 2021 to try new programs. No further complications reported.

Manufacturer narrative:
Device available for evaluation: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they were having trouble charging and when they tried to charge it said excellent and then shortly after it would say "charger needed attention". They said this started about 2 weeks ago. They said sometimes it would just go to a blank screen and they would have to pull out battery and reinsert many times. They said the recharger (rtm) also heated up when charging as well. The issue was not resolved through troubleshooting. The patient mentioned a stimulation issue.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial (B)(6), product type recharger. Product ID 977a275, serial # (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was trying different programs to "no" avail since february. The patient was wondering if the product will ever be what the trial was as the patient had 80% relief with the trial, but after surgical insertion it dropped to 50% and is now at 20%. The patient reported that the lead migration issue had not been resolved. The patient noted that there are sensations in the right leg when in bed at night enough to wake them up and keep them awake. The patient reported that the leg sensation started with the last change made by the manufacturer representative about 2 months ago. The patient turned it off a week and a half ago to see if it made a difference and turned it back on (B)(6) 2021 and has 20% relief. The patient hopes the leg sensations don't come back. The patient mentioned they can't do anything without bad pain as a result and is very discouraged.